Event description:
It was reported that during a wedge resection procedure, after closing the aperture, the jaw didn't opened to grasp tissue. Another new device was used and same thing happened. Procedure was completed with same like product. No patient consequences reported.

Manufacturer narrative:
(B)(4). Premature sled movement. The device (a) was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that one ec60a device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h52m9n, (mfg date 11/9/2011; exp date 10/09/2016).

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue?- liver. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not informed. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Right after closing the jaw. If echelon, during which stroke did the event occur? First stroke. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product?: no. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?: no. The jaw was not opened, therefore, manual release button was used . Is there any other additional information you would like to share about this device or procedure? Expect that the firing knob was squeezed prior to fire.